Event description:
It was reported that there was a wound burn that occurred during cataract extraction. No suture was required. No additional information was provided. This report is for patient 2 of 3. Also, separate reports are being submitted for the different devices that were used during the procedure for each patient.

Manufacturer narrative:
Pt information: information was requested however, was not provided. Date of event: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: unknown, as the lot number of the device was not provided. Concomitant: healon endocoat, healon pro, opocr3021r, veritas console (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.